Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) battery depleted prematurely. The physician elected to explant and replace the ICD. The patient condition was stable.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.